Event description:
Report received from the USA stating that the "hose had a hole in it." The device was being used during a neurosurgery procedure. There were no patient or user injuries reported. No delays were reported. Facility's hospital contact declined to give patient information. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).